Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990n (no batch indicator provided) was received for investigation. Visual inspection identified that the distal end of the knee scorpion needle, including the suture notch, had broken off the tip of the device. As such, when the returned ar-12990n was placed within a sample knee scorpion assembly, it could not fire completely and deploy the suture notched end. The thickness of the remaining portion of the distal end was assessed and found to meet design specifications. The cause of the event remains undetermined, although the observed condition is most likely the result of user applied mechanical forces during use, such as through mishandling.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-12990n (no batch indicator provided) was received for investigation. Visual inspection identified that the distal end of the knee scorpion needle, including the suture notch, had broken off the tip of the device. As such, when the returned ar-12990n was placed within a sample knee scorpion assembly, it could not fire completely and deploy the suture notched end. The thickness of the remaining portion of the distal end was assessed and found to meet design specifications. The cause of the event remains undetermined, although the observed condition is most likely the result of user applied mechanical forces during use, such as through mishandling.

Event description:
It was reported that the ar-12990n scorpion needle did not come out. No adverse effect on the patient. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.